Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, it was noted that the pulse generator delivered inappropriate antitachycardia pacing therapy. Programming change had been made. The patient was fine post reprogramming.